Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure for an inguinal hernia and an umbilical hernia on (B)(6) 2012 and mesh was used. The patient experienced pain, multiple visits to the hospital for the treatment of pain, and weight loss. The patient underwent a cholecystectomy procedure in (B)(6) 2012, she was told it was a result of the hernia repair with the insertion of the mesh. The patient is diagnosed with colitis and a bacterial infection of the colon, for which she is being treated. She continues to experience significant abdominal pain. Additional information was requested.